Event description:
A patient in the (B)(6) was undergoing a dialysis treatment that included a polyflux 210 h dialyzer. Following the resolution of an air in venous line alarm, the patient presented with hypotension, sudden shortness of breath, abdominal pain and loose stools. The treatment was stopped and the patient was administered oxygen and a saline bolus.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. No lot history record check and no complaint history file check could be performed as the lot number is unknown.